Event description:
Device worked properly out of the packaging, but during the procedure a message displayed to "tighten handpiece". This did not work and another reprocessed ace36 was opened. This device worked properly with a 5-10 minute delay to connect. No apparent injury was noted at this time of report.